Event description:
It was observed that during the device evaluation, the air/water cylinder, the air/water tube, the adhesive around the light guide lens and the distal end of the duodenovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder, the air/water tube, the adhesive around the light guide lens and the distal end of the duodenovideoscope had foreign material. Based on the results of the investigation, the most probable cause was failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.